Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged packaging is inconclusive due to the state of the returned sample. One photograph of a 20 g powerloc infusion set package was returned for evaluation. An initial visual observation of the photograph showed the opaque side of the powerloc packaging with the label. Near the center of the label, a dark area was observed. Due to the quality of the returned photograph, no details could be discerned to determine if this area is damage to the packaging. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time this complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the individual needle package is damaged, not the packaging box. There is a hole visible to the naked eye on the label "chu4" and the yellow butterfly wing part can be faintly seen.